Manufacturer narrative:
(B)(4). At this time, is it unknown if the suspect device is available for evaluation. The customer determined the most likely cause of the reported issue is the main printed circuit board assembly (pcba) and will order a replacement part. At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's screen is only half functional. The customer reported the left monitor windows appear and the right side is dark. The issue occurred during patient use. The customer reported the vent was switched out and there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue was unable to be duplicated. The unit was fully functional.